Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharged his ipg in over a year due to increased recharge burden. As a result, the ipg will no longer communicate with any external devices; in addition, the patient programmer displays an error message. Consequently, the patient's requesting a system explant as he requires an MRI for an unrelated health issue.